Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a malfunctioning system controller screen. The green light was still on but unable to toggle through any of the numbers on the system controller. Log files were submitted for review and captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of the user interface issue was confirmed with the returned system controller (serial (B)(6). Self test was activated, and the icons on the user interface did not properly illuminate. It was noted the pump running symbols were cycling on/off and the audio was unable to be silenced when the navigate display button was pressed. The user interface issue was isolated to the connector/locking mechanism for the user interface cable. It was noted the cable was in place; however, the locking tab appears to be damage/loose when pressure is applied resulting in a contact issue with the ribbon cable. The user interface with the damaged connector/locking mechanism was replaced, and the device functioned as intended thereafter. The system controller was in use for 992 days. A root cause that led to the damage/loose condition of the connector/locking mechanism could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.